Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned approximately 2.5 weeks post implant due to loss of capture, lead infarction, and pain. No additional adverse patient effects were reported. This rv lead remains implanted and in service.